Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions in an opened package with a hole punctured through it. The user facility reported the protective tip was not present on the device prior to opening. Since the protective tip was not returned with the complaint device, it is unknown if the device was originally packaged with or without the component. The inspection of the packaging revealed the puncture was present on both side of the packaging and located beyond where the device normally rests within the packaging. The device was able to be positioned near the puncture only after manipulating the packaging well beyond normal handling. Additionally, the packaging appeared worn and crumpled. All of these factors suggest the device and packaging had experienced excessive handling and/or external forces potentially resulting in the breached packaging. The design history record for the returned device shows that the device passed all inspection prior to shipment. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that while in inventory it was noticed that the packaging of the endo gia ii loading unit was compromised. The device was never used on a patient.